Event description:
The reason for the explant surgery is still unknown.

Manufacturer narrative:
Explant date is estimated.

Event description:
It was reported that the patient's ipg was explanted and replaced with a competitor's ipg. The reason and date of the explant was not given.

Event description:
This product was inadvertently reported on. The explant was elective.